Manufacturer narrative:
Qn# (B)(4). Quantity of (B)(4) involved. From the pictures provided it was confirmed the defect reported by the customer broken package - sterility compromised. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and to implement corrective actions. The device history review for the product visistat 35w 6/box lot# 73d2200446 investigation did not show issues related to the complaint. The failure mode broken package - sterility compromised could be confirmed with the picture provided. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
Reported issue: the package was found broken during inspection. It involved 253 pcs. All devices have a sterility breach and all the defects were found during the same inspection. The outer box was not damaged.

Manufacturer narrative:
(B)(4). The customer provided one photograph for analysis. The complaint of broken package - sterility compromised was able to be confirmed by the photograph. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. A CAPA was opened to further investigate this issue. The device history review for the product visistat 35w 6/box lot# 73d2200446 investigation did not show issues related to the complaint. The reported complaint of broken package - sterility compromised was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the package was found broken during inspection. It involved 253 pcs. All devices have a sterility breach and all the defects were found during the same inspection. The outer box was not damaged.